Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: 064 call service alarms observed in the black box. The piston did not move during rewind, a call service 064 alarm was given during the load cartridge step.. The pump was opened; the motor was removed and tested with an external power supply on the bench. No motor stalls were reproduced on the external supply. The lead screw and piston rod are stiff and difficult to spin; piston rod is fully extended. Piston rod was moved down the lead screw with no hesitation. Battery compartment is cracked alongside of pump.